Event description:
Three stents were deployed during the procedure. The first stent , a resolute integrity 3.00 x 38 mm drug eluting stent was deployed in the rca vessel successfully. The second stent a resolute integrity 2.25 x 22 mm was also reported to have been deployed successfully. The third stent used was an endeavor resolute 3.00 x 38 mm drug eluting stent which was to be used to treat a proximal lesion of the lad. The stent was prepped per the IFU prior to use. The stent was inflated once to 14 atm and the stent was deployed. It was reported that deflation of the balloon took a longer time than normal. During an attempt to remove the device from the lad, difficulties were encountered and the patient went into cardiac arrest. Force was applied in an attempt to remove the device, only the wire was removed, the stent and balloon remained in the lad. It was reported that the physician then attempted to snare the balloon during which time the patient expired.

Manufacturer narrative:
Evaluation results: (root cause of death is undetermined). No results available since no evaluation performed - (device or procedural images were not provided for review). Inherent risk of procedure - (death). Evaluation conclusions: inherent risk of procedure - (death). (Root cause of death is undetermined). (B)(4).